Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that patient had high impedance. The patient was referred to surgery. Surgery is likely but has not occurred to date. Follow-up indicated that there was no manipulation or trauma that would have contributed to the high impedance. It was unknown if the patient was disabled following the high impedance being observed. X-rays were sent to the manufacturer for review. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead; however, the presence of a micro-fracture in the lead cannot be ruled out. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Vns replacement surgery occurred on (B)(6), 2013. The explanted device was discarded by the explanting facility and can therefore not be returned to the manufacturer.